Manufacturer narrative:
The investigation determined that a customer obtained a discordant (B)(6) result from a single patient sample while using the vitros 3600 immunodiagnostic system. The events are isolated to a sample collected from a specific patient. There is no indication that a vitros reagent issue or an instrument malfunction contributed to the event. The investigation could not determine a definitive root cause. An unknown sample interferent cannot be ruled out as contributing factor for this event. The investigation is ongoing.

Event description:
A customer obtained a discordant (B)(6) result on a single patient sample while using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is not known if the discordant (B)(6) result was reported from the laboratory or if a correct reported was issued. There was no allegation of patient harm as a result of this event. (B)(4).